Event description:
It was reported that the c-mac video laryngoscope has been reported to have "two light leds that are too weak, which makes the image too dark". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer led lights are too dim was confirmed, and further defects were detected. In total the following defects were detected: led is dim, blade damaged, adhesive points on camera head worn, housing worn, cover worn, and plug worn. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is dim. The instructions for use describe that a functional and visual inspection must be carried out before use, during which signs of wear to the c-mac video laryngoscope would have been noticed. The instructions for use describe that a functional and visual inspection must be carried out before use (B)(4), during which the wear and tear should have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).